Manufacturer narrative:
Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during an unspecified procedure using an evis exera iii duodenovideoscope and a single use distal cover, the patient experienced a scrape in the esophagus that resulted in some bleeding. The customer further states the injury was not to the extent (significance) that the physician would document it or file an incident report. No additional consequences to the patient were reported. Additional details regarding the patient and event were requested; the customer is unable to provide any further information. Case with patient (B)(6) reports the tjf-q190v used in the procedure. Case with patient (B)(6) reports the maj-2315 single use disposable cover used in the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to: I) mucosa is sucked in the distal cover by suction operation with the opening space being close to mucosal surface. If user withdraws endoscopes in this situation, mucosa would be injured by edge of the cover. Ii) distal cover gets cracked on tear-off line due to improper attachment to endoscope. Mucosa would be caught in the cracked cover and injured even without suction operation if the distal end is pressed on mucosal surface in this situation. The following information is stated in the instructions for use which may have prevented the event: "important information - please read before use: examples of inappropriate handling: applying suction with the distal end of the endoscope in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges." Olympus will continue to monitor field performance for this device.